Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and was not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. No additional information was available. Internal complaint number: (B)(4).

Event description:
Reporter stated that a patient had a pump explant and was replaced with a medtronic device. Additional communication with a nurse from the physician's office confirmed that the patient had a pump explant and a catheter revision. The nurse stated that the patient reported a lack of pain relief. A dye study was performed which showed a "lack of dye flow". The nurse also reported that the patient had "puffiness around the pump". When the pump was explanted, a clear fluid was seen in the pump pocket. The nurse stated that the devices were discarded after explant and no additional information was available.